Event description:
A surgeon reports seeing spots on the lenses of his patients following intraocular lens implant surgery. He states that none of his patients have experienced any decline in visual acuity or reported any specific complaints attributable to the spots. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 09/12/2008 by fax and mail. A completed questionaire has not been received.